Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per the reporter - contents of the size 36, f x3 insert box missing. Box found empty upon opening, replaced with a cardboard ball.